Event description:
The following has been reported: nurse reported: rn y-sited magnesium medication to potassium. The potassium was flowing at 100 ml per hour, and the magnesium was flowing at 25 ml per hour. The magnesium was y-sited to the potassium because the potassium was flowing at a fast rate. Both medications were on IV pumps and 3 rns witnessed the potassium back flowing up the magnesium IV tubing, through the pump, and into the magnesium bag. The ivenix rep was called when it happened. The IV tubing was thrown away. Drug: magnesium y sited into potassium. Discarded tubing and hung new bag. Tubing sample was discarded. Rep was onsite and involved with this issue. Patient harm: no. A preliminary review identified the following issue: backflow into primary or secondary an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.